Event description:
During CABG, staff noticed burning odor. Drapes removed. Approx. 1.5 cm burn area noted to right groin/femoral area. Dx 2 degree burn. Treated with no further complications. Bio-med determined no equipment malfunction.